Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4911101 was released in a single batch. Batch1: released on august 16, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener was received. Upon visual inspection, the tip of the device was stripped, and additionally, rusting spots were observed on the device. No other issues were identified with the returned devices. Dimensional inspection: dimensional inspection cannot be performed due to the post-manufacturing damage. Document/ specification review: the following document was reviewed: expedium verse x25 final tightener. Investigation conclusion: this complaint can be confirmed as the verse x25 inserter/tightener was observed to have the tip stripped. While no definitive root cause could be determined based on the provided information, it is possible that unintended forces encountered by the device could have caused the stripped tip and incorrect cleaning/sterilization may have caused the rusting on the device. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, three (3) screwdriver shafts were stripped or partially burred during the final tightening of the screws and connectors. The surgeon changed to a fresh driver shaft. Procedure was completed successfully with a delay of one (1) minute. There were no patient consequences. This report is for a verse x25 inserter/tightener. This is report 3 of 3 for (B)(4).